Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified left anterior descending artery. Two 3.5 x 38 mm xience xpedition stent delivery systems could not advance through a non-abbott microcatheter. A non-abbott stent was used without issue. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis for the xpedition with serial # (B)(4) revealed that the stent implant was extremely stretched distally. This was confirmed to have occurred while trying to remove the device from the anatomy.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent damage was confirmed. Resistance during advancement and withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.